Event description:
It was reported that during the surgical procedure to explant the right atrial lead, the right ventricular lead insulation was noted to be abraded. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received.